Event description:
Patient participated in a (B)(4) study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All patients received posterior fixation with either uss or click'x systems. Preoperative diagnosis was disk failure or prolapse. Patient was implanted with uss for supplemental fixation. Patient had been experiencing pain for 14 months. Surgery date was (B)(6) 2002 and postoperatively patient experienced dural tear, requiring repair of dural defect. This is complaint #11 of 14. This complaint is on the nut.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.